Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 352 mg/dl. The customer reported that the insulin pump received compromised forced sensor system alarm during prime. They also reported that the drive support cap was flush. The insulin pump will be returned for analysis.